Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level was reported as not exceeding 500 mg/dl, indicating there was no adverse impact. The customer was provided with pump reset information and instructed to reset the pump independently, with the option to follow up if the issue persisted.